Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient gets severe headaches (migraine headaches) within 15-20 minutes of turning on the stimulation. The patient had fallen once. The impedances were checked and were within normal range. The patient stated she wanted the system removed but had not spoken with the doctor to make the arrangements. The issue was not resolved at the time of this report. The patient's relevant medical history includes high blood pressure, current headaches, schizophrenic, and major depression with psychotic features.

Event description:
Additional information received from the manufacturer representative reported that the patient did not have headaches prior to the device, and no cause for the headaches was identified. No diagnostics, troubleshooting, or interventions were taken at the time of the report to resolve the headaches. It was noted that the leads were implanted in the thoracic region.

Event description:
Additional information was received from a health care provider (hcp) stating that the patient stated that the scs was causing their headaches. The patient had been seen by the neurologist and was told they have no brain pathology to explain the headaches. The patient stated that they turned off the scs and the device is still causing the headaches. The patient complains of low back pain that radiates down both legs. The pain is aggravated by walking, standing, sitting, bending, and twisting. The patient is scheduled to have the device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.